Event description:
It was reported that during a scheduled device change-out procedure, a pre-existing "nick" was seen in the high voltage portion of the right ventricular [rv] lead. The lead was assessed as functional as all measurements were normal and the nick was repaired. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.